Event description:
The customer reported via the sales rep that one screwdriver blade has sheared and another has become very badly twisted. It is further reported that the broken blade could not be removed from the screwhead and has remained in the pt.

Manufacturer narrative:
The light microscopic investigation of blade 2 shows that the tip is broken and the tip area is plastically deformed under high torsional loads. The fracture surface is partially destroyed by friction with the opposition surface. The undestroyed surface shows the appearance of a forced rupture under high torsional forces. The overload results in cracks and in breaking off of the itp. All this facts/observations show that the failure of the blade 2 also was caused by high torsional forces during the insertion of the screw. Indications for material or manufacturing related failures were not found in the investigation of both screws. Based on the statistical eval, no indication was found for any device related issue.